Event description:
A surgeon reported two pts with unexpected postoperative refractions following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the event for this pt continues. There are two medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/19/2009, 06/22/2009 and 06/26/2009 by phone, fax, and mail. A completed questionnaire was received on 06/22/2009. Medical records were received on 07/02/2009.